Event description:
It was reported to medtronic minimed that the customer experienced the pump was not communicating with carelink and can't access the daily reports due to crucial date change as the customer set up the pump date to 2026 then re-adjusted the dates to 2025 once again to the correct date and time. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient reported that the pump is not communicating with carelink - 319230125 "an attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by user in the pump. This is expected behavior not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation, it was found that the user has made future time change event which caused the data to be ambiguous for the current date range. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.